Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate therapy. The patient presented to the clinic for a device check. The patient experienced dizziness. ECG revealed svt that was recognized as vt. The device began charging when morphology reverted back svt. The patient received multiple inappropriate shocks, but the rhythm was not converted. The device ran out of therapies and patient's arrhythmia broke on it's own. The physician was contemplating whether the arrhythmia is a vt or svt. No programming changes were made. The device reached end of the service; as a result, no atp was delivered. The device was explanted. No further information is available.